Event description:
It was reported that during an implant procedure, the lead was unable to capture. High pacing impedance was also noted. The lead was removed and replaced successfully. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: d6a, field should not be populated. The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clean. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.